Event description:
User facility reported, the novasure system alarmed due to an unsuccessful cavity integrity assessment (cia) test and that the green light on the rf controller "kept blinking". Two disposable devices were used in an attempt to pass cia without success. It was later determined a uterine perforation had occurred. The director of surgical service at the user facility reported on 11/15/2007, that the pt was fine post procedure, and no medical intervention was needed to treat the perforation; the physician felt the uterus would heal itself.

Manufacturer narrative:
The facility reported, the lot number of the disposable novasure device is unk. They will be returning the rf controller. The user facility indicated, they do not release a device for 3 months post event, per hospital policy. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only, and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.